Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to a use/user error. The main batteries and battery harness was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.